Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 480 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed on electromagnetic field. . The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to the alarm. The motor was tested outside of the device and passed. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.